Event description:
"Within the last month, four (4) catheters have been involved in incidents. Three (3) were found to be leaking at the point where the extension joins into the white wings. None of these catheters were saved and lot numbers were not recorded. One (1) catheter was reported to have broken prior to its removal. Upon removal of the untrimmed catheter, the removed portion measured 20 cm, leaving a piece measuring 10 cm still inside the pt. This was surgically removed".